Manufacturer narrative:
Continuation of d10: product ID {harmony-dcs}; product lot/serial number {unknown}; product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter pulmonary valve, a pre-implant balloon valvuloplasty was performed as a compliance test to evaluate for suitability for a balloon expandable valve. Following the implant of the valve, at the end of the index procedure, an intracardiac echocardiogram was performed that revealed the inflow of the valve was observed to be "flipping up and down" intermittently, and inflow "hyper mobility". On post-operative day 1, an echocardiogram was performed that revealed only slight flow acceleration. No patient complications have been reported as a result of this event.